Event description:
A (B)(6) male patient called zoll customer support to report that on eof his battery packs would not charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't charge) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to contamination of the battery pack pca board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient rec'd a replacement battery pack.